Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Initial reporter's phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during incoming inspections a bd interlink" blunt plastic cannula had foreign matter (described as flashing) on the lever lock cannula. The product was not used and there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: sample evaluation: one black and white photo of an interlink product p/n 303340 from a reported batch #7235677 was submitted and received by bd (B)(4). The product in the photo was magnified and showed signs of tip flash. The flash in the photo was small and appeared to be attached. DHR review for batch 7235677 (p/n 303340): manufacturing dates: 6/21/2017 to 10/12/2017. Batch quantity was (B)(4). Molding records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Tip flash was found on cavity x49 within specification. Cavity x49 was plugged as a precautionary measure. Batch 7235677 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Product specification at bd (B)(4) lists tip flash at 0.015 inches or smaller as acceptable. Aql for tip flash greater than 0.015 inches is 0.65%. Baxter reported inspecting 500 samples from batch #7235677 and reported tip flash measurements in mm of 7 samples found during inspection. The measurements were converted into inches and compared against product specification. Measured flash cavity no. Inches 0.198 mm x68 0.008 0.390 mm x67 0.015 0.323 mm x67 0.013 0.297 mm x67 0.012 0.277 mm x67 0.011 0.249 mm x3 0.010 0.325 mm x67 0.013 one sample was found to be at limit, while the remaining 6 samples below limit. Per product specification, these samples are acceptable. Based on the fact that no rejectable defect was found, CAPA is not required at this time.